Event description:
Information was received from a patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient stated they were in the hospital yesterday and did not think they were going to get a bolus at all. The patient stated they kept getting a message that the program had been stopped or canceled and they had to resync it. The patient then explained the issue last night as 'the percentage got to 90%, stopped, they got all these messages, like it didn't take them anywhere.' The patient stated every time they tried to connect for a bolus, they saw 'program has discontinued, do you want to close or wait,' which the agent understood as 'myptm app not responding, close app or wait.' The patient stated, 'the pump was uncovering their agony yesterday' because they were unable to get a bolus yesterday so they had to get 'more medicine than they had to' while in the hospital. The agent did not attempt to confirm reason for hospital stay due to patient's difficulties answering questions and focusing on reason for call. The patient stated the percentages normally sat at 90% for 3-4 minutes before progressing through. The patient mentioned at one time it went to play store and it said, 'you're offline,' and was concerned regarding airplane mode/wifi. The patient also stated they were in bad shape while recuperating from their hospital stay and needed their pump. The patient mentioned they have had problems with their current handset since the beginning, but now it was becoming critical. The patient confirmed they were seeing 90% or 91% when connecting to the pump. The patient was concerned that this handset delayed at 90% and their old one delayed at 91%. The patient stated they've had the same communicator since the beginning and thought they were ruining the communicator and/or the pump by all the service codes they saw on the handset. The patient stated they were due to have a routine pump replacement in 2026 and inquired if the previous myptm app version/handset was able to be used. While on the call, the patient was already connected to the myptm app and stated they successfully requested/received their bolus shortly before calling. In therapy details, the patient read per bolus fentanyl 2.200mcg, bupivacaine 0.880mg. The agent reviewed considerations and recommended closing the app down after use. The patient would monitor and call back if the issue persisted. The patient provided the name of their health care provider (hcp) but stated that they had home infusion fill their pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that they were getting service code 156 and had to restart. The agent reviewed the meaning of the code.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6): product type accessory product ID a820 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.